Event description:
Healthcare professional reported, left side capsular contracture, baker grade ii. With "folds, waves, rotation and the breast being hard, but retains a normal appearance". Effusion/lymphorea on the left side was discovered, during explant surgery. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, material invagination, wrinkling, deformation, due to compressive stress. Malposition of device, capsular contracture, baker grade ii. Device appears to trigger rejection, visibility/palpability.